Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and ketones, with a blood glucose reading of 280 mg/dl. The customer's spouse stated that prior to the event, the customer was feeling unwell and had high blood glucose levels that would not come down even after the customer gave himself a bolus. The customer's spouse also stated that the customer last changed his infusion set the day before the event and that there was a crack across the entire lcd screen. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.